Event description:
Patient reported left side exchange from textured to smooth due to concerns of the product. Healthcare professional later reported rupture and confirmed exchange from textured to smooth due to concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evalaution: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side exchange from textured to smooth due to concerns of the product. Healthcare professional later reported rupture and confirmed exchange from textured to smooth due to concerns of the product. Device has been explanted and replaced with non-abbvie device.